Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's device was in overdischarge when she showed up for reprogramming. She reported that she had struggled with charging but did not was a surgical correction so she stopped charging the device in january (she thinks). She was going on a trip and wanted to use her stimulator. The manufacturer representative (rep) showed her how to do a physician mode recharge (pmr). It was noted that the patient did not want to stay at the physician office to perform the pmr. The patient had gone home and returned the next day and they cleared the power on reset (por).it was indicated the she was charge to 3/4 full. The rep successfully reprogrammed the stimulation to capture more tailbone pain. It was noted that the patient knew how to charge the device at least once a week. Impedance's check revealed a fully operating system. The issue was resolved at the time of this report. Additional information from the rep reported the struggled the patient had with recharging was possibly related to an uneven subsequent placement of the ins. The patient did not have her charger to the subsequent meeting. It was also indicated that the recharger was not easy for patients to us with a sub-optimal ins placement and with a less than pristine ins pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.